Manufacturer narrative:
(B)(4).

Event description:
The patient showed signs of overdose. The patient underwent pump replacement surgery (B)(6) 2011. Two days later the patient experienced increased spasticity. The hcp bolused the patient with 100 mcg of intrathecal baclofen with very mild improvement noted. The 2500 mcg/ml intrathecal baclofen infusion rate was increased 9% to 1846.6 mcg/day. No improvement was seen. The patient was taken to the hospital where she was admitted for aspiration pneumonia. The pump was interrogated. No alarms were noted. The calculated flow rate corresponded correctly with the pump volume. No dose adjustments were made. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.